Manufacturer narrative:
(B)(4). Anti-backup failure. The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Due to the anti-backup feature being non-functional, two unformed clips were fed. The remaining clips were conforming according to our manufacturing specifications. Possible causes for the anti-backup failure may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired a few clips then jammed. The handle released, however, the jaws did not. It is unknown how the device was removed from the tissue and there was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.